Event description:
The technician indicated that the right head side rail will not latch.

Manufacturer narrative:
The technician found the center arm on the right head side rail was broken. The technician replaced the side rail center arm to repair the bed.